Event description:
A malfunction alarm was reported by the distributor rubin medical as on february 16, 2026, in norway. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who was instructed to use multiple daily injections as a backup therapy. The customer was also guided on how to put the faulty pump into storage mode and agreed to return it using a pre-paid label within ten days.